Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 17116359 UDI: ((B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. No further information has been obtained.